Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section e1: initial reporter's first name: unknown/not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A preloaded monofocal intraocular lens (iol), model dib00, was reported as defective; no further details were provided. There was no patient contact with the device. The procedure was completed successfully using a backup lens of the same model and diopter (dib00, 16.0 d). No patient injuries or complications were reported ¿ specifically, no capsular tear, unplanned vitrectomy, incision enlargement, or need for sutures. No medications beyond the standard of care were required. The patient outcome was reported as good. The reported device was discarded. No further information was provided.